Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The ntr clip delivery system referenced in b5 is filed under a separate medwatch report number.na

Event description:
This is filed to report the single leaflet device attachment caused by the other device. It was reported that this was a mitraclip procedure, performed to treat degenerative mitral regurgitation (mr) of grade 4+. One xtr clip was implanted without issue. Residual mr remained and the decision was made to implant a second clip, medial to the first. The second clip, an ntr, was positioned in the anatomy and closed before crossing the valve. It was noted that the clip delivery system (cds) was diving laterally towards the first clip, as the physician had not placed enough m knob on the device. The delivery catheter (dc) handle was pulled back to re-position the clip and it was noted that the anterior leaflet was caught on the clip. The clip was opened and the leaflet was freed; however, it was noted that the first implanted clip had detached from the anterior leaflet when the second clip pulled on the anterior leaflet. As the second cds remained in the anatomy, it was then re-positioned and the clip was deployed, stabilizing the detached clip. The mr was reduced from grade 4+ to grade 1-2+. The procedure ended with the patient in stable condition. No additional information was provided.

Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not identify any similar incidents from the reported lot. Based on this information, the reported device damaged by another device resulting in single leaflet device attachment (slda) appears to be due to user technique/procedural circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.